Event description:
It was reported that a spectrum iq infusion pump alarmed constant downstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, constant downstream occlusion was not reproduced. However, a review of event history log revealed several downstream occlusion alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor scale factor calibration significantly out of range. Force sensor no tube and force sensor scale factor require calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.